Event description:
It was reported that the patient experienced multiple low glucose events after starting the iLet, with a lowest continuous glucose monitor reading of 55 mg/dL lasting approximately 20 minutes, and treated with oral glucose in the form of apple juice; contributing behaviors included frequent pausing of the iLet, missed or late meal announcements, and overtreatment of lows, and the agent provided education on meal announcements and treatment of hypoglycemia. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information for a device-related problem and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.